Event description:
Event description guidant received information that the physician was dissatisfied with the longevity of this device. It was explanted after 31 months of implant. The pacemaker has been returned for analysis.